Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the fluidics management system (fms) did not vacuum well during surgery. The problem persisted after the tubing line and tip were flushed. The procedure was completed after replacing the fms. There was no patient impact.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The wet returned sample was visually inspected. And no obvious defects were observed, that would have contributed to the reported event. A calibrated console was used to test the sample. And the cassette primed and tuned with the handpiece successfully. And could achieve maximum vacuum. The cassette could fully engage and was recognized by the system. No system message was generated, no fluid or air leaks, and no cracks were observed, on the connectors that would have contributed to the reported event. Fluid flowed from the balanced salt solution bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. The root cause of the customer's complaint could not be established, as the returned cassette was evaluated and functioned per specifications. After investigation of this complaint, it has been determined, that this sample functioned per specifications. Therefore, no corrective action is required at this time. Quality assurance has reviewed, this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).